Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus delivery. Blood glucose reading was 50 mg/dl. Assisted the customer with clearing the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.